Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Corrected fields: h6 (medical device problem code), h8. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that the device compressor was faulty and needed to be replaced. In addition, multiple components required periodic replacement. These components include the tidal volume disk, 9 volt battery, safety disk, muffler 1/8 npt and muffler 100 micron. The device power up test fails code 3 error was resolved by replacing the faulty scroll compressor with a new one. Necessary checks and tests were performed on the device, and all tests were successful. The device was then connected to the catheter and operated. The device was delivered to the user in working condition.

Manufacturer narrative:
Due to character limit in block e1 fukk event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the preliminary inspection conducted prior to the fsca process, the cardiosave intra-aortic balloon pump (iabp) displayed a¿power up test fail code 3 error. No patient was involved